Event description:
It was reported that an alert/notification settings issue occurred. On the night of (B)(6) 2026, the patient was sleeping. A low alert would have sounded, but not loud enough for the patient to hear it. Once his wife noticed the low alert, the patient had experienced loss of consciousness. An ambulance was called and the patient was brought to the hospital. When a fingerstick was taken, the blood glucose reading was 36 mg/dl. The cgm device was showing a low reading at that time. The patient was treated with unspecified intravenous fluids. The patient furthermore stated that the ¿ER did not give him anything", and that he ¿used his own medication that his wife brought¿, but it was unclear what the patient was referring to. No further medication was reported and the patient was discharged after spending more than 24 hours at the hospital. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.